Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/31/2025 an ilet user reported experiencing symptoms of hypoglycemia requiring a visit to the hospital. The user reported they thought they were experiencing a hypoglycemic event after fixing an occlusion and announcing breakfast meal bolus without eating. The user's bg was initially 343 mg/dl, then after receiving 4.86 units of insulin, the user's bg decreased to 163 mg/dl within 30 minutes. The user became sweaty, lightheaded, dizzy, and felt like passing out. Ems was called, and they assessed the user as being dehydrated, not directly related to the bg levels. The user was transported to the hospital, treated with IV fluids, and released after about 4 hours. After recovery, the user resumed using the ilet system. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.